Event description:
Paramedics were called to the home of a 49-yr-old male suffering from cardiac arrest. They found the pt in ventricular fibrillation, and attempted to defibrillate. The defibrillator charged, but would not deliver a charge to the pt. The pt was not resuscitated.